Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of incident was unknown. Customer stated that they got an insulin flow block but it was not actually blocked. They changed the set but continued getting the alert. Customer's mother stated that their son ended up in the hospital and at the hospital they said the insulin pump was defective. It was unknown that auto mode feature was active or not at the time of event. No product is expected to return for analysis.